Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 27.2cm from the hub. Microscopic examination revealed no additional damages. There is blood in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated but appeared to have been kinked prior to separation.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified and tortuous left anterior descending and intermediate artery. After a non-bsc guidewire was introduced to the lesion, a 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, after the device was placed, the shaft broke approximately 20cm from the hub. The device was simply removed from the patient's body. The procedure was completed with a non-bsc device. No patient serious injury nor complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified and tortuous left anterior descending and intermediate artery. After a non-bsc guidewire was introduced to the lesion, a 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, after the device was placed, the shaft broke approximately 20cm from the hub. The device was simply removed from the patient's body. The procedure was completed with a non-bsc device. No patient serious injury nor complications were reported and the patient's status was fine.